Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display on their homechoice machine during drain 1/4 of their automated peritoneal dialysis (apd) therapy. Reportedly, hp had disconnected their transfer set from the pt line of the homechoice set prior to drain 1 starting. When hp returned drain 1 had initiated without pt being connected. Shortly after hp received the system error 2240 message and connected their transfer set to the pt line of the homechoice set in an endeavor to correct the issue. Tsc assisted hp in ending therapy early. Tsc also noted while troubleshooting that when hp disconnected pt placed the blue pull ring back on the end of the pt line from the homechoice set rather than using a flexi cap. No pt injury or medical intervention was indicated at time of initial report.